Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump indicated no disposable pump won't run" alarm and, air was noted. Per reporter the res vol was 100, the rate was 4.1, and 7.5 was given. No adverse patient effects were reported. No additional information available at this time.